Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using two prostyle devices after a carotid artery stenting interventional procedure with an 8f sheath. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record review and corrective and preventive actions (CAPA) database review revealed no associated manufacturing nonconformities issued to the reported lot. Additionally, a review of the corrective and preventive actions (CAPA) database revealed no related complaint assessment capas. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.